Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffered injury and excessive levels of chromium and cobalt. Update 9/1/2012 - patient fact sheet was received, which identified part/lot information, date of revision. Per op notes: displaced acetabular component with a small fracture in the posterior wall (bone), patient had a fall. The complaint and associated mdrs were updated. The complaint and been re-opened. Update rec'd 5/7/2015- medical records received. Medical records were received on 12/2/2013 with the alert date of 1/23/2013. These records were reviewed for MDR reportability on 5/7/2015. After review of the records for MDR reportability, the revision operative note indicated the patient fell and experienced pain. The pain had a malpositioned cup and acetabular fracture. The stem was repositioned (but wasn't revised). There was not mention of malpositioning. No labs were provided for the alleged high metal ions. The stem has already been reported on (B)(4). Update 11/23/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported headaches and decreased mobility. Medical records and revision surgical report noted femoral component subluxed laterally, acetabular cup rotated medially and near vertical also subsidence and fixation failure, ossification and patient had a fall while sleepwalking. The taper sleeve is being added for the alleged high metal ions (no labs provided).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.